Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on july 5,2021, it was found that the foreign material came from the suction channel after brushing and the suction channel was broken. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. From the inspection result at local service department, there were several damages on the device. Therefore, it was considered that there was mishandling at the user facility, and it might have affected the event. Omsc presumed that the event occurred due to the following possible causes. * proper brushing and appropriate amount of watering were not performed during pre-cleaning or manual cleaning. * there was a delay in pre-cleaning after the case, and foreign objects adhered and remained in the suction channel.